Event description:
It was reported that during a stenting treatment procedure, balloon removal difficulties and stent migration occurred. Access was gained via the right femoral artery. The target lesion was located in the 1st obtuse marginal (1st om) branch segment. The physician placed a .014x180cm non-bsc guide wire, a 0.035x175cm non-bsc guide wire and a 7f non-bsc guide catheter. The physician advanced the guide catheter to the left coronary artery (lca), and then advanced the non-bsc guide wires to the distal 1st circumflex artery. Then the physician deployed a 2.25x32mm ion stent at the target lesion at 8atm for 20 seconds. When attempting to remove the stent delivery system (sds) balloon from the deployed stent, the physician felt resistance. After removing the sds, the physician observed that the deployed ion stent moved proximal to the target lesion. Then the stent was post-dilated using a 2.5x20mm non-bsc balloon at 14atm for 30 seconds and at 10atm three times for 30 seconds. A second non-bsc stent was advanced and deployed "across" crushing the ion at 8atm for 20 seconds. A 3.0x30mm non-bsc balloon was advanced into the non-bsc stent and inflated to 16atm for 20 seconds. Ivus was performed and the proximal stent was well deployed crushing the ion stent to the vessel wall. No other patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).